Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-15872, related manufacturer reference number: 2017865-2020-15873. It was reported that the patient developed a pocket infection. The pacemaker, left ventricular and right ventricular lead were explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.